Event description:
The customer reported the monitor pedestal continuously rotates, causing cables to be pulled from monitors and x-ray indicator lamp. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a broken bolt on the pedestal mount. System operates as intended.